Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received and during testing it was found to have the potential to activate on its own related to cable resistor failure. A review of the product history for the past 2 years shows one other reported event for this failure mode. No injuries are associated with this failure mode. This product will continue to be monitored for failures.

Event description:
This shaver handpiece was returned with a request for repair. There was no report of injury or surgical delay associated with this event.